Manufacturer narrative:
Device evaluated by MFR.: the complaint device was returned for analysis with the distal tip detached and missing. The distal end was cut and not returned. Due to the device condition the rf ablation and the electrical test were not performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reportable based on device analysis completed on 28jan2016. It was reported that noisy electrogram occurred. A 7/110/2.5/8-8 blazer ii xp was selected for use. It was noted that there are parasites on the electrodes of the ablation probe. However further information provided indicated that the event was a noisy electrogram. No patient complications were reported. However, device analysis revealed that the device distal tip was detached and missing.